Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a failure code of 812:00 on channel b. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the (B)(6) of the hospital. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 5.03.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 812:00 on channel b was confirmed during product evaluation. The root cause of this condition was assigned to a faulty channel b pump head module. The channel b pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.